Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. The device evaluation showed the following: a visual inspection revealed the lock pin is dislodged from its seating in the leading olive. No other damages to the leading olive were observed. Based on the findings from the evaluation, the physician¿s observation that the lock pin was protruding through the leading olive tip of the device delivery catheter was not confirmed, however the lock pin was observed being dislodged from its seating in the leading olive. Because the introducer sheath was not returned, the physician¿s observation that the sheath began bleeding as the device was being advanced could not be confirmed. For the same reason, the physician¿s observation that the cause of the introducer sheath puncture and subsequent bleeding was the protruding lock pin could not be confirmed, however the observation is consistent with the observed dislodged lock pin. The likely cause for the lock pin becoming dislodged from the leading olive could not be determined with the available information.

Event description:
The patient underwent endovascular repair using gore® excluder® aaa endoprostheses. It was reported that a gore® dryseal flex sheath was successfully placed. No bleeding was noted from the sheath. The trunk-ipsilateral leg component was advanced. No resistance was noted. The gore® dryseal flex sheath began bleeding as the device was being advanced. It was noted that the sheath had been punctured. No excessive blood loss was reported. The undeployed trunk-ipsilateral leg component was removed from the patient's body, and from the introducer sheath. The punctured gore® dryseal flex sheath was removed, and another was successfully placed. As the trunk-ipsilateral leg component was being prepared to be reinserted into the new introducer sheath, it was noted that the lock pin was protruding through the leading olive tip of the device delivery catheter. The trunk-ipsilateral leg component was set aside, and a new trunk-ipsilateral leg component was used to complete the procedure. It was reported that the cause of the gore® dryseal flex sheath puncture and subsequent bleeding was the protruding lock pin. There were no further reported issues. The patient tolerated the procedure.